Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events from 18-oct-2024 to 23-oct-2024 within 3 or more hours after insertion.the insertion site was abdomen.the infusion sets has been used for 4 hours.the blood glucose level was over 400 mg/dl at the time of events, therefore the patient was treated with correction injection via multiple daily injection (mdi) .patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.